Manufacturer narrative:
Physio-control evaluated the customer¿s returned battery and verified the reported issue. Physio determined that the cause of the reported issue was due to the battery. The battery measured open-circuit voltage at about 3.8v. The customer¿s device used with the returned battery was not evaluated by physio-control. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.